Event description:
It was reported that during an infusion, a new 250ml bag of heparin was hung. The pump was programmed to run at 13.6 ml per hour for 18 hours. When the bag was checked one hour and a half later, the bag was empty. The settings were double checked and were programmed correctly. The patient had labs drawn every two hours instead of every six hours due to the heparin completing too quickly. There was no patient impact.

Manufacturer narrative:
Additional information added to: weight,concomitant medical products. The customer¿s report of issue of ¿over infusion¿ was confirmed through testing. During inspection the platen was found to be broken at the upper hinge post. Functional testing found the device operating out of specification. Log analysis results: results from a review of the pcu error log shows no malfunctions on the reported event date and time. The pump module was selected and the previous infusion, heparin, was again programmed to infuse at 2:27 am. Settings: dose:16 unit/kg/hr, rate: 13.584 ml/hr, vtbi: 74.967 ml, conc: 100 unit/ml. The infusion began seconds later and the pump module was then channeled off at 3:09 am. Testing performed on the source pump module consisted of rate accuracy testing which found the device operating out of specification. The proximate cause was identified to be due to the broken upper platen hinge post. The most likely cause for the damage to the platen post is a misuse event where the door is forcefully closed with an object lodged between the platen and bezel or the device was subjected to an impact event such as being dropped.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion, the rn hung a new 250ml bag of heparin. The pump was programmed to run at 13.6 ml per hour for 18 hours. When the rn checked one hour and a half later the bag was empty. The settings were double checked and was programmed correctly. The patient had labs drawn every two hours instead of every six hours due to the heparin infusion too quickly. There was no patient harm.